Event description:
New information available on 5/1/2018 states that, it was difficult to remove the lead during explant. A new competitive lead was implanted. The patient tolerated the procedure well.

Event description:
New information available on 3/28/2018 states that the lead was fractured. It was further noted that the lead exhibited high impedance.

Manufacturer narrative:
A partial lead with the distal end measuring 48.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information states that the lead impedance was increasing since (B)(6) 2017 and suggested gradual deterioration of the lead.

Event description:
It was reported that the right ventricular lead was explanted due to a suspected malfunction. No further information was available.